Event description:
It was reported that this patient¿s pump was not delivering enough medication, underdosed, and the patient experienced tightness. At refills there was always medication left in the pump, such as 2 milliliters (ml). The patient¿s family reported that the patient had problems with this pump since it was implanted in (B)(6) 2008 and there was concern regarding the performance. The patient¿s family had expressed concerns regarding something being wrong with the pump to the managing physician. Reportedly, no tests were done but it was also mentioned that ¿some sort of study¿ was done on the pump and kidney stones were detected. The patient was ¿up to 1300 to 1400 micro per day so he was not getting the full medicine like he should have been. ¿ in addition, reportedly, the medication kept being lowered but the patient was still very tight and was still having kidney stones issues and the patient was never ¿loose¿ as compared to how he currently is. The patient¿s hamstrings were like rubber bands still despite oral baclofen and valium which did not help. The family requested the pump, however, it was discarded. It was not provided what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).